Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred in the surgery ward. The medication being infused was tpn (total parenteral nutrition). The insertion site was the right subclavian vein. The cvc (central venous catheter) was placed on (B)(6) 2011. On (B)(6) a nurse found the cvc in two pieces. The luer connector was separated from the extension line. There was no harm to the patient as the catheter was still closed by the clamp. The anesthesiologist was called and the cvc removed. There were no patient injuries, complications or death reported.